Manufacturer narrative:
The device was received for evaluation and was not in bvvi mode. The device image was reviewed and the device had been reprogrammed prior to its return. Field records were obtained and reviewed and the device had entered bvvi due to a reset caused by an event queue overflow. Efforts to reproduce the reset were unsuccessful. All testing was normal with no anomalies. The cause of the event queue overflow remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device was in backup vvi mode. The device was updated to resolve the event. During a later follow-up, the device was in backup vvi mode again. The device was explanted and replaced and the patient was stable. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator.